Manufacturer narrative:
Conclusion: the issue was not resolved for the customer since the bed cannot be located. Another rwo will be created when the bed is located and if repairs are needed. Supplemental submitted with evaluation results. A visual and functional inspection was allegedly performed by biomed engineer of presbyterian inter community hospital.

Event description:
It was reported via repair work order that the bed would not go down due to motion interrupt pan issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed would not go down due to the motion interrupt pan being possibly damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.